Event description:
It was reported that the patient's heart rate "has gone really low on a few occasions." The device remains in use with no intervention taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).